Manufacturer narrative:
UDI #: UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733763, software version: (B)(4). No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, there was an alleged inaccuracy. It was reported that the site was using fiducials for the case and placed them asymmetrically on the patient. During registration the site refined the error metric by adding points. When verifying the registration, the site was accurate towards the front of the patient but was about three millimeters off of the posterior fiducial. Since the site had marked the fiducial placement on the patient, the site was confident that the fiducial had not moved. The site continued the procedure knowing the inaccuracy existed. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.